Event description:
It was reported that during a balloon kyphoplasty procedure, the cannula was inserted in radiated bone and bent then broke off in the patient. The segment of outer cannula remained in patient's pedicel and posterior vertebral body. Patient underwent an additional surgery as a result of this event. Patient required additional surgical intervention to attempt to remove cannula. The additional surgery was not completed as the procedure was aborted due to sclerotic anatomy and unsuccessful attempts at accessing vertebral bodies.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.